Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -10 diopter, in the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2016 the lens was exchanged for shorter lens due to excessive vaulting. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Product evaluation found lens returned dry in a small vial. Visual inspection found a piece of haptic torn and debris on lens surface. (B)(4).